Event description:
An optometrist reported a pt with trace corneal haze in both eyes one month following photo refractive keratectomy (prk). The pt reported light sensitivity and tearing. The pt was treated with topical steroid drops. Additional info was received from the surgeon, who indicated the event has resolved with treatment. The surgeon also indicated that although a manifest refraction has not been performed, the pt's right eye was showing possible regression in her uncorrected visual acuity. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).